Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ring of a 1.5mm coupler was not able to fully attach and failed to complete anastomosis. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The white plastic holder, 2.5mm jaw assembly, both 2.5mm rings were free floating in the inner coupler tray. Visual inspection was performed which observed that the rings potentially had an excess amount of tissue everted onto the pins that would not allow the rings to fully mate as intended to complete the anastomosis. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.